Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one 20fr tri-funnel replacement tube was returned for evaluation. Functional and visual evaluations were performed. The investigation is unconfirmed for feeding tube break, as the device functioned properly under laboratory conditions and the reported event could not be reproduced. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately one day post feeding device placement the tube allegedly leaked. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that approximately one day post feeding device placement the tube allegedly leaked. Reportedly, the device was removed and replaced. There was no reported patient injury.